Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2026 and suture was used. During the surgery, the doctor opened the suture packaging and found insect inside the packaging, which affected the sterility of the surgery and affected the progress of the surgery. Because the sutures were all placed together on the operating table, which compromised sterility, changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: the hospital requires the return of all opened sutures involved in the surgery. Photo. The lot of ip is unavailable. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ was the suture seals on the foil still intact when the package was opened? ¿ where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging) h3 evaluation: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one opened sample pertain to the product code. In addition, photo was provided and it shows five winding formers of different product codes, the foreign matter was on winding former of a size '0' suture. A visual inspection was performed on the returned samples, no defects were found on the packages. The packets were opened, and no foreign matter or anomalies were observed during evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.